Manufacturer narrative:
The field was contacted for additional information. At this time, no further details are available. Should additional information become available, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to an out of range right ventricular (rv) pacing impedance measurement of 3000 ohms. This resulted in the device switching from bipolar to unipolar configuration and subsequent oversensing of noisy signals, with a morphology similar to the one found in myopotentials. The patient attended the facility and provocative testing was performed. Noise oversensing was observed with the device programmed in bipolar configuration, and loss of capture was identified upon manipulating the pocket area. Boston scientific technical services (ts) discussed that having noise in bipolar configuration is a symptom of an integrity concern and brady therapy could be compromised as a result. It was also discussed that the rv bipolar pacing impedance has historically been very stable since implant until the lss was triggered, and before this day, there were no noisy episodes stored. The health care professional (hcp) decided to finally leave the device in unipolar configuration. At this time, no further information is available. This rv lead remains in service and no adverse patient effects have been reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to an out of range right ventricular (rv) pacing impedance measurement of 3000 ohms. This resulted in the device switching from bipolar to unipolar configuration and subsequent oversensing of noisy signals, with a morphology similar to the one found in myopotentials. The patient attended the facility, and provocative testing was performed. Noise oversensing was observed with the device programmed in bipolar configuration, and loss of capture was identified upon manipulating the pocket area. Boston scientific technical services (ts) discussed that having noise in bipolar configuration is a symptom of an integrity concern and brady therapy could be compromised as a result. It was also discussed that the rv bipolar pacing impedance has historically been very stable since implant until the lss was triggered, and before this day, there were no noisy episodes stored. The health care professional (hcp) decided to finally leave the device in unipolar configuration. At this time, no further information is available. This rv lead remains in service and no adverse patient effects have been reported. Additional information was received indicating that the root cause of the reported impedance observations is unknown at this time. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
The field was contacted for additional information. At this time, no further details are available. Should additional information become available, this report will be updated.